Manufacturer narrative:
(B)(4).

Event description:
Physician was attempting to treat a severely calcified lesion in the left sfa - popliteal using pacific xtreme balloon dilatation catheter. It was reported that during inflation a twist was noted in the balloon. The physician completed procedure with a second pta balloon from another manufacturer. There was no injury to patient or clinical sequelae reported for this event.

Manufacturer narrative:
Device evaluation: visual and tactile inspections were performed. No damages have been noted on the shaft. The balloon was used. A wrinkled area was noted on the balloon at 4 cm form the proximal balloon welding. The guide wire lumen was flushed and it was possible to insert the 0,018¿¿ guide wire without any resistance. The purging procedure was performed with no issues. The balloon was inflated at 1 bar and its profile resulted deformed in the point of twisting. The deformation disappeared increasing the inflating pressure over 4 bar. It was possible to note a deformation point on the guide wire tube just below the wrinkled area, identified as point of twist. No further issues found. Cine image review: the image provided was reviewed. The image showed the balloon inflated at 13 bars during the procedure and exhibiting a twist in the balloon working length. The signs found on the balloon and gw tube during the analysis are coherent with this image provided. Evaluation, results: operational problem - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion. Conclusion: operational context caused or contributed to event - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.